Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-01679. It was reported the patient underwent a permanent scs system implant procedure on (B)(6) 2016. Reportedly, during the procedure, the physician placed the epidural needle but once attempting to place the lead, the physician noted a csf leak. No intervention was taken. However, following the procedure the patient reported having a headache. Follow-up identified a sjm representative met with the patient on (B)(6) 2016 and the patient stated the headache had resolved.